Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the constant downstream occlusion alarms, which were confirmed and reproduced. Review of the history log confirmed the reported upstream occlusion alarms. The current reading of the downstream sensor was found out of specification (high). The failed downstream sensor assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.